Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No unexpected no delivery alarms noted during testing. The insulin pump functioned properly. The insulin pump was received with cracked reservoir tube window corners, missing end cap sticker, cracked reservoir tube window, cracked reservoir tube window corners, partially broken reservoir tube lip, cracked belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized due to diabetic ketoacidosis on (B)(6) 2017 with blood glucose of over 500 mg/dl, patient's current bg: 539 mg/dl. Customer was put in the hospital on last sunday and released on wednesday at 7:30 am. But keeps battling high blood glucose. The customer experienced symptoms such as vomiting, difficulty breathing, dehydrated, headache, stomach ache. Customer reports they have contacted their healthcare professional regarding the high blood glucose level. Customer was in emergency room as a result of high blood glucose. The customer was wearing the insulin pump during the hospitalization. The customer was put in intensive care unit for two days and put on insulin drip. Customer dropped pump about six months ago. Pump had cracked and missing piece. Pump had damage on reservoir casing and on the by o rings on reservoir is missing a part. The insulin pump will be returned for analysis.